Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of snare loop broken.

Event description:
It was reported to boston scientific corporation that a spyglass retrieval snare was used in the bile duct to treat choledocholithiasis during a choledoscopy with lithotripsy procedure performed on (B)(6) 2023. During the procedure, the snare had resistance when opening. It was hard to remove the stent from the patient and the snare loop strands broke. The device was removed. The procedure was completed with another snare. There were no patient complications reported as a result of this event.